Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53/43 alarm noted during testing. However, pump error 53 alarm found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a software error and an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose value was unknown at the time of the event. The customer was assisted with troubleshooting. The customer stated that the insulin pump had an error while changing the reservoir and the insulin pump turned off. The error recurred during the bolus. The customer was able to clear the alarm but was unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.